Manufacturer narrative:
The product had already expired prior to the report of the event by the customer, so a device history record review was undertaken by immucor technical support on 27jan2017 which showed that the product had met all specifications prior to market release on (B)(6) 2016.

Event description:
On 26jan2017, a customer site reported via fax an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo neo instrument, when tested on (B)(6) 2016.